Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise buffer valve and the ise buffer syringe case to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous high patient results for sodium (na) on the au680 clinical chemistry analyzer. There was no change in patient treatment in association with this event.